Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in used condition. Water leakage was noticed from the tank reservoir due to a crack on the tank cover. The root cause of the reported issue was found to be over tightening of the cover screw. Actions were taken to mitigate the reported issue: replaced test tank cover and gasket .

Event description:
It was reported that the warmer was leaking water. No patient injury was reported.